Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a radio frequency pic failed self-test and pump resets itself every morning. It was also reported that the meter was not communicating with insulin pump. Customer's blood glucose was unknown. After troubleshooting, it was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty radio frequency board. Attempted to download to carelink to verify radio frequency communication. We were unable to download due to several alarms in the alarm history file. The insulin pump alarmed due to corrupted history file. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.